Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 1 year and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2015. It was reported that the patient was admitted to the hospital due to an ischemic stroke. The patient presented with a facial droop and weakness on the left side of the face. A CT scan was performed and results showed right middle cerebral artery stroke. The patient¿s inr on admission was 1.8. The manufacturer¿s technical services representative reviewed the submitted log file which contained data from (B)(6) 2017. During the analysis of the log, the manufacturer¿s technical services representative noted that the system is operating as designed within the set pump parameters. Additional information has been asked but has not yet been provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.